Manufacturer narrative:
Consumer contact information not provided. The adaptive clean brush head is an accessory to the sonicare power toothbrush. The serial number of the brush head was not provided. Complaint came from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the adaptive clean brush head had bristles fall out in their mouth. No medical attention sought.